Event description:
It was reported by the customer that a pyxis medstation es system had possible index corruption error. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the error on boot-up. The field service engineer was able to resolve the issue by updating and secure the equipment. The system functioned as intended after the field service engineer troubleshooted the device.